Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced pain and stiffness. As a result, approximately two months post-surgery, the patient underwent manipulation under anesthesia. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
D10: 02-020-14-0230 - truliant cr por fem cr por left sz 3: sn# (B)(6), 02-022-51-3011 - truliant tib imp crc insert sz 3, 11mm: sn# (B)(6), 02-022-55-3020 - truliant por tib tray size 3f/2t: sn# (B)(6), 02-029-90-4300 - sterile packed short headed pin: sn# (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant: sn# (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: sn# (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: sn# (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk: sn# (B)(6), 521-78-36 - threaded pin size 5.1 collarless 2pk: sn# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g3, g4, h6, h11. MDR section codes updated/corrected: b, e. The reason for the clinical symptom of pain cannot be conclusively determined, and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.